Manufacturer narrative:
This is one event (death) for the same patient involving three separate products; associated mdrs #2937457-2014-00788, 1225714-2014-02259 and 1225714-2014-02260.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular event on (B)(6) 2009, after the use of the product.